Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lots of lower back pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required) and fatigue ("tired"). The patient was treated with surgery (e-free now). Essure was removed. At the time of the report, the back pain and fatigue outcome was unknown. The reporter considered back pain and fatigue to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.